Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing low blood glucose values for one week. The patient's blood glucose dropped as low as 23 mg/dl and they were hospitalized for the low. The incident occurred a few months prior to the call. The patient was unsure if they were using the insulin pump system within 48 hours of the reported hypoglycemia event. The customer did not recall any further details regarding the low blood glucose incident. Troubleshooting did not occur. The insulin pump was not returned for analysis.